Event description:
It was reported that the health care provider (hcp) was switching to a 40ml pump and was unable to disconnect the sutureless connector from the old pump. The silicone sleeve was pulling apart from the inner metal part. Also, what appeared to be tissue was inside of the connector. A different product was used as a result of the event. The patient was alive with no injury at the time of the report. There were no patient symptoms associated with this event. Additional information received reported that the patient was doing well preoperatively and postoperatively. The pump was replaced to increase her refill interval since the patient lived approximately one hour from the clinic. The connector issue happened at the time of the surgery and there were no problems prior to that. The pump was infusing fentanyl, dilaudid, and bupivacaine.

Manufacturer narrative:
Analysis of the catheter serial number (B)(4) found difficulty with sc connector led to explant. Analysis found slight damage on the retaining ring fingers and a tear in the seal material near the guide ring. Analysis found slight marks on the white silicone boot of the sc connector that are consistent with a tool have been used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709sc, serial# (B)(4), implanted: 2013-(B)(6), product type: catheter. Analysis was not available at the time of this report. A supplemental report will be submitted when analysis is complete. (B)(4).